Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 145 or 146 mg/dl and a sensor glucose level below 70 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test. Sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.